Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast reconstruction with mentor smooth round moderate profile 325cc saline breast prostheses. Bilateral deflation and capsular contracture were reported. As a result, the patient was scheduled for removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.